Event description:
Reporter stated that a neonate capillary sample measured 23 mg/dl, while using the suspect device. A venous sample, obtained from the same pt 15 minutes later, reportedly measured 62 mg/dl, in a reference lab. Pt was not treated based on result obtained on the suspect device. Reporter indicated that quality control testing had been performed on the suspect device and had tested within the acceptable range. Technical support requested the return of the suspect device and replacement product was shipped.